Event description:
It was reported that the bd micro-fine¿+ pen needle was unable to deliver insulin after repeated use. The following information was provided by the initial reporter, translated from chinese: the main cause of the patient was "polyuria and polydipsia for 16 years." Preliminary diagnosis: type 2 diabetes and diabetic retinopathy eyes, the pen needle was bent when the patient injected insulin, and the detailed inquiry was because the patient took insulin and did not change the pen needle for many times. This caused the injection needle to bend over, and teaching insulin again inject, tell it to do it correctly, need to change the needle for each injection.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR was reviewed and there were not any qns or other events that could be related to this complaint. 7 pcs retention samples were checked on needle point, no failure found. Based on the investigation above, the certain cause cannot be concluded now. Bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd micro-fine¿+ pen needle was unable to deliver insulin after repeated use. The following information was provided by the initial reporter, translated from chinese: the main cause of the patient was "polyuria and polydipsia for 16 years." Preliminary diagnosis: type 2 diabetes and diabetic retinopathy eyes, the pen needle was bent when the patient injected insulin, and the detailed inquiry was because the patient took insulin and did not change the pen needle for many times. This caused the injection needle to bend over, and teaching insulin again inject, tell it to do it correctly, need to change the needle for each injection.